Manufacturer narrative:
A palmaz genesis stent delivery system (sds) (genesis 5.0x18 142) advanced to the lesion after three palmaz genesis sds were implanted. However, it got stuck before the lesion. Consequently, the physician tried to insert it back and forth several times and the complaint palmaz genesis sds could be delivered to the lesion but it was removed because a cine picture showed it was slightly out of position. There was no reported patient injury. The procedure was finished without the stent implantation. Initially, this was an endovascular aneurysm repair (evar) case. The product was not returned for analysis. A product history record (phr) review of lot 17637653 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent delivery system (sds) tracking difficulty¿ and ¿stent offset/out of position - in patient¿ could not be confirmed as the device was not returned for analysis. Procedural images were not provided for review. The exact cause could not be determined. Procedural factors of moving the device back and forth several times may have contributed to the reported event. According to the safety information in the instructions for use ¿contraindications include, but may not be limited to: patients with highly calcified lesions resistant to pta. Prior to stenting, the palmaz genesis peripheral stent on cordis amiia .014" delivery system should be examined to verify functionality and integrity and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not induce a vacuum on the delivery system prior to reaching the target lesion. Do not attempt to remove or readjust the stent on the delivery system. Should any resistance be felt at any time during advancement or removal of the stent delivery system pre-stent implantation and before full exposure of the stent, carefully attempt to pull the unexpanded stent delivery system back through the sheath introducer/guiding catheter. If resistance is felt in doing so, the delivery system must be removed as a single unit. When removing the delivery system as a single unit: do not retract the delivery system into the sheath introducer/guiding catheter. Position the proximal balloon marker just distal to the tip of the sheath introducer/guiding catheter. Advance the guidewire into the anatomy as far distally as safely possible. Secure the stent delivery system to the sheath introducer/guiding catheter; then remove the sheath introducer/guiding catheter and stent delivery system as a single unit. Failure to follow these steps and/or applying excessive force to the stent delivery system can potentially result in loss or damage to the stent and/or stent delivery system components such as the balloon.¿ neither the phr nor the limited information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot (17637653) presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a palmax genesis stent delivery system (sds) (genesis 5.0x18 142) advanced to the lesion after three palmax genesis sds were implanted. However, it got stuck before the lesion. Consequently, the physician tried to insert it back and forth several times and the complaint palmax genesis sds could be delivered to the lesion but it was removed because a cine picture showed it was slightly out of position. There was no reported patient injury. The procedure was finished without the stent implantation. Initially, this was an endovascular aneurysm repair (evar) case. The product will not be returned for analysis.